Event description:
The devices were used during a nephrectomy procedure. The specimen pouches prematurely detached into the pt's cavity. The surgeon was able to retrieve both pouches without injury to the pt.